Manufacturer narrative:
The initial report did not include the correct description summary. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the customer experienced calibration not accepted alert and discrepancy between sensor glucose and blood glucose. The customer¿s sensor value was 122 mg/dl while blood glucose value was 72 mg/dl at the time of the incident. During troubleshooting, the customer indicated that they were taking acetaminophen. The customer was informed that taking medications that contain paracetamol or acetaminophen while wearing the sensor may falsely raise sg readings. The customer was also advised of the common contributing factors for inaccurate sensor glucose reading including non-optimal insertion, site location, and timing of bg entries. No product return is expected for mmt-7040a.

Event description:
It was reported to medtronic minimed that the customer experienced cal error/ calibration not accepted, sensor glucose vs. Blood glucose. The customer reported no adverse event. The event involved product(s) mmt-7040a. Customer reports receiving a "calibration not accepted" alert. Cust ison day 1 of sensor wearcustomer is reporting a discrepancy between sg and bg which is notwithin range after fewer than 4 days of wear. Advised to wait at leastan hour and if bg is stable to calibrate. No product return is required for mmt-7040a.

Manufacturer narrative:
This report is being submitted as part of a retrospective review per CAPA 686868. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.